Event description:
A customer contacted physio-control to report that their device displays noisy heart rhythms, which are unreadable when the defibrillation electrodes are attached to a patient. In this state, the device may not be able to provide defibrillation therapy, if it was needed. There were no reports of patient harm associated with the reported event.

Manufacturer narrative:
Section e1 initial reporter postal code of the initial medwatch report should indicate: (B)(6).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device displays noisy heart rhythms, which are unreadable when the defibrillation electrodes are attached to a patient. In this state, the device may not be able to provide defibrillation therapy, if it was needed. There were no reports of patient harm associated with the reported event.

Manufacturer narrative:
Physio- control evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device displays noisy heart rhythms, which are unreadable when the defibrillation electrodes are attached to a patient. In this state, the device may not be able to provide defibrillation therapy, if it was needed. There were no reports of patient harm associated with the reported event.